Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: a visual examination identified that the outer tubing damaged. There was a break in the hypo tube 72 cm distal from the manifold. The thrombectomy system was inserted in to the ultra console for functional testing. The spiroflex would not get into priming mode and further examination observed that it was leaking from the break in the hypotube 72cm distal to the manifold. The device was unable to prime due to a broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on june 30, 2016. It was reported that during preparation for a thrombectomy procedure, the physician selected the use of a spiroflex® angiojet® thrombectomy set. The physician repeated the flushing process several times until the display indicated "please use a new catheter". The catheter was exchanged and the procedure was completed with a different device. However, the returned product analysis revealed that the hypotube broke .